Event description:
Customer called to report the insulin pump was exposed to fluid and has unresponsive buttons. Troubleshooting was performed. No moisture was noted in the insulin pump. Advised to discontinue use of the insulin pump and that it will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.